Event description:
Following a diagnostic catheterization an angio-seal device was deployed to close the arteriotomy site. Approximately six months post procedure, the pt presented to the cardiologist for the first time since the procedure stating they had to have their groin site surgically drained. The pt reported a known allergy to collagen during the visit; however, neglected to list that information when providing medical history prior to procedure. The pt was reportedly doing well and recovering at the time of their follow up visit.